Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. No motor error alarms noted during testing. The motor passed the motor test. The device had intermittent button response due to corroded keypad traces. The device had cracked case at the display window corner, broken belt clip slot, and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was at 95 mg/dl. The customer stated that the buttons on the pump do not pick up the signal quick enough. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. No further information was provided.